Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installation. The incorrectly installed hard cannula is confirmed as the cause of the reported needle mechanism failure. Inspection of the soft cannula found it to measure within specification and did not find it to be damaged. Inspection of the fluid path and needle mechanism found no damages or manufacturing deficiencies that would prevent the cannula from properly inserting. The exposed needle did not affect the deployment path of the soft cannula and did not result in the cannula failing to properly insert. The exact cause of the reported improperly inserted cannula could not be determined.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn longer than 72 hours. It was noted that the needle did not insert properly into the infusion site and did not retract. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.